Event description:
It was reported that the right ventricular (rv) lead exhibited short interval counts (sic) and non-sustained tachycardia (nst) episodes due to non-physiologic noise. There were also sharp drops in impedance. A lead failure predictor had triggered in the past due to sic and nst. Fracture was suspected. The lead was reprogrammed and subsequently capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), and impedance on the rv (right ventricular) pacing lead was beyond the expected lower range. 17 non-sustained tachycardia (nst) episodes with v-v intervals less than 220 milliseconds occurred between (B)(6) 2014. 9 episodes with 230 millisecond intervals occurred on (B)(6) 2014. Numerous ventricular sics reviewed. The lead failure predictor triggered on (B)(6) 2014 for ventricular sics and nst episodes. A single low impedance measurement of 228 ohms occurred on (B)(6) 2014. All other impedance measurements are within normal limits through life of trend line.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined whether this device performed as described in the field action. (B)(4).